Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her right side under the garment. The area was described as itchy with bumpy welts. During a follow up, it was reported that the patient saw her doctor and prescribed an unknown treatment for the irritation. The patient ended use of the device. The final medical outcome of the irritation is unknown.